Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; g3; g6; h2; h4; h6; h11. Visual examination of the provided pictures identified the explanted constrained liner and head, covered in bio-debris. The head and liner are still assembled. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing for the liner related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation including the constraining ring as noted. Elevated acetabular cup abduction angle which could contribute to dislocation. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Event was initially reported under the incorrect MFR # 0001825034-2025-00302. D10: 00801802801; item name: femoral head sterile product do not resterilize 12/14 taper; lot # 62443497. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 years and 9 months post implantation due to dislocation. There is no further information available at the time of this report.